Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found loose/broken connector pins on the cable assembly. (B)(4).

Event description:
The consumer reported that her device was not charging properly. Whenever the patient tried to charge, the device told her that it needed to be charged and it did not work. The patient also reported on (B)(6) 2016 that the implantable neurostimulator recharger (insr) was not charging, the cord was damaged / coming apart, and there was a loose connector pin on the desktop charger (dtc). The patient noted that the insr was plugged in for several hours. The therapy provided 65% relief and the patient depended on the therapy and to have a charge. There was no alleged out of box failure. There were no reported patient symptoms, and there was no indication of patient harm. Replacement recharge equipment was sent to the patient. Additional information received from the consumer on 27-may-2016 reported that circumstances leading to the inability to charge the spinal cord stimulator (scs) device included the unit would not charge and the connector was loose. So a replacement implantable neurostimulator recharger (insr) and a replacement desktop charger (dtc) were sent. The consumer stated she was so upset because she could not go without it due to the pain and she was bipolar. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.